Event description:
It was reported that when a device was used during a low anterior resection, the device did not cut completely. The anastomosis was hand sewn to complete the case. There were no consequences to the patient.